Event description:
It was reported that post a stenting treatment procedure, in-stent restenosis occurred. The lesion being treated was located in the severely tortuous distal right coronary artery (rca). The physician implanted an unknown size taxus liberte. Post the initial procedure, angiography identified in-stent restenosis. A non-bsc balloon was used to treat the restenosis. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy procedure, the probe was inserted into the patient and the first biopsy sample was retrieved. There was no sample retrieved with subsequent cuts. User changed to a new probe and procedure was completed successfully. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was received in good physical condition, however with excess of body fluids. When the probe was connected to a test holster and control module it showed an error during the sampling cycle. Once the cutter was manually moved to remove the body fluids and unclog the tube, the probe functioned without difficulty. The cutting feature of the instrument was evaluated with a test media and it cut as intended. If tissue, blood, or any other fluid clogs or fills the probe during the procedure it is recommended to use the clear probe mode to clear the probe. With the control module in clear probe mode, press the forward button on the keypad or footswitch to initiate movement of the cutter and vacuum activation. Continue the biopsy procedure. The batch record was reviewed and no anomalies were noted during the manufacturing process.